Event description:
It was reported that a physician implanted a complete se peripheral stent system to treat a lesion in a patient, however the stent was accidentally implanted 27 days post expiry. No patient injury or clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation: results: failure to follow instruction (device used beyond ubd). Shelf life exceeded (device used beyond ubd). Conclusion: failure to follow instructions (expiration date exceeded). No device failure.